Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported event could not be determined. The submitted system controller log file captured no atypical alarms and the system appeared to be operating as intended. The instructions for use lists thrombosis and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital with elevated lactate dehydrogenase (ldh), plasma free hemoglobin and total bilirubin. A right heart catheterization revealed low pressures during admission. Pump thrombus was suspected; however, nothing significant was noted upon interrogation. The log file was also reviewed and no unusual events were noted. It was reported that on an unspecified date, a large hiatal hernia was visualized and the hospital staff felt that it may have been causing some compression to the right atrium. The surgical risk was thought to be too high so the pump was not exchanged. The patient remains on thrombolytic anti-platelet therapy with an ldh of approximately 600 u/l. The patient is reportedly doing well and has not experienced any heart failure symptoms.